Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the component, which prevents the reverse travel of the clips out of the jaws, had sustained damage. This damage prevented the clip from being advanced into the jaws correctly which may have contributed to your experience with the device. The exact cause of the damage is unknown. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. The applied medical instructions for use (IFU) states, "prior to locating jaws around the vessel or structure, partially close the clip applier trigger to load a clip into the jaws. Verify the clip has been properly positioned in the jaws." This document represents our final report.

Event description:
Cholécystectomie coelioscopic - "after placing two clips, the third clip did not come causing injury to cystic canal." Patient status - "ok."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.